Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4) evaluation summary: the device was returned and was pressurized during analysis. A product deficiency was suspected, as analysis of the device confirmed the reported leak through the back of the handle. An expanded records review, which included material inspection records found no conclusive evidence of a product deficiency that led to the leaky device. An impact assessment was performed with the overall outcome being low, as severity level is minor and frequency of occurrence is rare. This issue will continue to be monitored per site procedures.

Event description:
It was reported that when the stopcock was attached to the catheter that was in the patient, after the valve was turned the stopcock leaked air. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.